Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.  (B)(4) device was received for evaluation; (B)(4) event was confirmed during testing. (B)(4) device was found to be affected by corrosion of the e-box. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device overheated. There was no patient involvement; no patient impact.